Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve loader was experienced.

Event description:
It was reported that there were loading issues with two separate transcatheter aortic valve evfxplus-23. During the first loading at tempt, a paddle tie up was noted as the valve paddle would not sit properly in the paddle attachment pockets, and the crown bent outward and was difficult to load without bending backwards. The crimped valve was unable to be advanced into the capsule of the delivery catheter system without bending. A second valve was attempted to be loaded; however, the same issues occurred. Additionally, there was porcine tissue protrusion, and one of the outflow tabs tore off from the valve frame when attempting to remove the loading system from the capsule during the second valve misload. A third valve was successfully loaded into a new compression loading system (cls) and delivery catheter system (dcs). The third valve was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received inside its original packaging jar fully submerged in clear solution. The serial number tag was returned with the valve. All leaflets were in a closed position with a gap between leaflets 1 and 3. All leaflets were flexible and intact; no damages were observed. All commissures were intact. Visual inspection showed multiple bent struts on the outflow frame. The c paddle was fractured. The frame fracture was escalated to post market engineering for additional assessment. The observed damage is suggestive of possible frame misalignment during the loading process. Continuation of d10: product ID {l-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: a1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.